Manufacturer narrative:
(B)(4). (B)(6) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(6) defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient is no longer receiving stimulation in her feet. An x-ray was taken and showed the lead has migrated upward. The patient denies any falls or trauma. Reprogramming was unable to provide stimulation to her feet without overstimulation to her legs or hips. Surgical intervention may be pending to address this issue.